Event description:
Report received of a malfunction resulting in a suction oral toothbrush foam disengagement. On an unknown date, oral care was performed on a patient. The reporter stated the green foam disengaged from the suction oral toothbrush while in the patient's mouth. Reporter stated the disengaged foam was successfully retrieved and no injury occurred. Reporter stated patient was intubated with a tracheostomy, sedated and unable to follow commands. Reporter stated it is unknown if biting occurred. Reporter stated the reported issue occurred during initial use of the device and the device was not reused. Reporter provided pictures of the involved device and agreed to return the involved device to the manufacturer for evaluation. Manufacturer awaiting product return. Although requested, no additional information was available.

Manufacturer narrative:
Reporter provided photographs and returned the involved suction oral brush for evaluation. On 01/24/2019, evaluation of the photographs revealed one used suction oral brush with the foam disengaged. The original packaging materials is included in the photograph with the product lot number visible. Evaluation of the involved suction oral brush revealed that there was still some green foam attached to the suction oral brush. The appearance of the pattern, thickness and amount of glue coverage remaining on the suction oral brush head is consistent with acceptable manufactured material, which indicates that the foam was adequately glued onto the suction oral brush during the manufacturing process. Further evaluation showed signs of damage to both the suction oral brush shaft and near the suction oral brush head where the foam had been attached. The damage has the appearance of extensive amounts of deep scratches to the suction oral brush polypropylene shaft and suction oral brush head which is consistent with damage to a device typically seen when a patient bites down on the suction oral brush and the caregiver is forced to pull and move the device back and forth in the patient¿s mouth to attempt to remove the device from the oral cavity. The damage is most likely due to scratching or rubbing along the teeth of the patient and is indicative of biting of the device. Production history records for the reported lot were reviewed. All in-process quality checks indicated passing results. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. A root cause could be attributed to user error related to biting as evident by the damage seen to the affected product during the evaluation of the involved device. Due to the review of the photograph, examination of the involved device, review of labeling, and review of the product history and manufacturing records, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations.

Manufacturer narrative:
Awaiting product return.

Event description:
Report received of a malfunction resulting in a suction oral toothbrush foam disengagement. On an unknown date, oral care was performed on a patient. The reporter stated the green foam disengaged from the suction oral toothbrush while in the patient's mouth. Reporter stated the disengaged foam was successfully retrieved and no injury occurred. Reporter stated patient was intubated with a tracheostomy, sedated and unable to follow commands. Reporter stated it is unknown if biting occurred. Reporter stated the reported issue occurred during initial use of the device and the device was not reused. Reporter provided pictures of the involved device and agreed to return the involved device to the manufacturer for evaluation. Manufacturer awaiting product return. Although requested, no additional information was available.